Event description:
It was reported that "performing a cholecystectomies the clip dropped into the surgical site." The clip was retrieved. No pt injury reported.

Manufacturer narrative:
This product and lot code for this device is part of our recall that is associated with the reported complaint.